Manufacturer narrative:
Currently, it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in a car accident and their belt clip broke. Customer's blood glucose level at the time 137mg/dl. No add'l info was provided.